Manufacturer narrative:
Omsc investigated the cause of this event, however the phenomenon could not be reproduced. Also, omsc checked the manufacture history of the subject device, there was no irregularity found. The exact cause of the reported event could not be conclusively determined, however omsc confirmed that the endoscopic image was reddish in combination with the subject device and the otv-s7v, which was owned by the user. Therefore, there is possibility that this phenomenon is attributed to the failure of the otv-s7v. Also the subjected device was used over ten years after the subject device manufactured, therefore there is possibility that this phenomenon is attributed to temporary malfunction. The investigation result of the otv-s7v was reported by the MDR #8010047-2019-01855. The otv-s7h-1d-f08e instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject otv-s7h-1d-f08e was not returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject otv-s7h-1d-f08e to identify the root cause of this failure phenomenon when omsc receives it. The exact cause of the reported event could not be conclusively determined at this time. The otv-s7h-1d-f08e instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The user used the subject otv-s7h-1d-f08e and otv-s7v in the procedure of tur-bt. During the procedure, the image displayed on the monitor had abnormality. The user replaced the subject otv-s7h-1d-f08e with a similar device and the procedure was completed. There was no report of the patient¿s injury regarding this event.